Event description:
The customer's mother stated that the customer was hospitalized, due to hyperglycemia. The reported blood glucose reading was 557 mg/dl. Troubleshooting was performed and found that the basal rates may not have been programmed correctly. The high pressure test passed. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.